Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and hypoglycemia. The customer's blood glucose level was 69 mg/dl at the time of incident. The customer stated that they were treated with glucose. The customer stated that they had champagne size air bubbles in the reservoir and they were able to clear the air bubbles successfully. The insulin pump will not be returned for analysis.